Manufacturer narrative:
No further data was provided by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ldlc3 on a cobas c 503 analytical unit. The initial result was 19.4 mg/dl. The sample was repeated due to a request from the clinician. The repeat result was 127 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The c503 analyzer number was 2058-03.